Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for investigation. Without any further information like a physical sample or photo- the complaint of separation cannot be verified and the root cause cannot be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set tubing separated from the phaseal injector during use. Additionally, the line was unable to be flushed due to blockage. The following information was provided by the initial reporter: "pt stated about 10:35 am this morning, his pump was alarming. Pt stated connection between the phaseal injector and 5fu cadd pump tubing came apart. Blood noted in line. Pt clamped lines and turn pump off, reconnected the line and came to atc. Pt aox3, no distress noted. Pt denies any sob, chest pain, nausea, vomiting, diarrhea, fever, cough. 1210 upon arrival to atc, pac line was unable to flush  and get blood return. Needle was removed and port was re-access. Flushed and blood return obtained. 1230 per pump: total remaining: 137.7ml: total given: 102.35ml as of (B)(6) 2021. 1235 treatment restarted. No issues noted. 2nd rn verified pump connections. Phaseal injector was placed by the pharmacy."